Manufacturer narrative:
Device history record review for part 03.503.476, lot u226100: release to warehouse date: october 01, 2015. Supplier: orchid unique. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A manufacturing evaluation was completed: one matrixmandible 1.5mm drill bit, j-latch, for 03.503.045/.047 (part number 03.503.476, lot number u226100) was received fractured and material missing. The supplier examined the part in question and the associated (DHR) device history record. The DHR conveyed nothing out of the ordinary concerning manufacturing processes that could have contributed to a lower structural strength and failure mode. This lot was manufactured in 2015. The supplier did not find any evidence that the product did not met print specifications when it left the facility. In its current state however, not all of the features can be measured with a high degree of accuracy due to the fractured material missing. All measurable features relevant to the failure mode were checked and no features were found to be out of specification. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6), (B)(4). The drill bit broke during the procedure, and an x-ray had to be taken to confirm all fragments were removed. (B)(4), expiration date and lot number unknown,device is an instrument and is not implanted/explanted. Date returned to manufacturer, subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales consultant that the tip of the drill bit piece broke off during a bilateral mandibular procedure for an angle fracture. The shaft stayed intact. An x-ray was taken to determine if any pieces of the device were left in the patient. There was a 20 minute delay in surgery as a result. It was confirmed that no fragments were in the patient. The surgery was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Product investigation summary: one (1) matrixmandible 1.5mm drill bit (part 03.503.476 / lot u226100) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ the complaint condition is confirmed as the drill bit was received fractured and missing material. The supplier did not find any evidence that the product did not meet print specifications when it left the facility. In its current state, however, not all of the features can be measured with a high degree of accuracy due to the fractured material missing. Inspection for the part failure, which includes all measurable features relevant to the failure mode, did not find any features to be out of specification. No manufacturing related issue was identified and/or confirmed. A root cause could not be definitively determined. No manufacturing related issue was identified and/or confirmed. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.